Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the device and right ventricular (rv) lead noted high out of range pacing impedance measurements. The check noted loss of capture in bipolar configuration, but confirmed capture in unipolar configuration. Manipulations resulted in noise and oversensing. No asystole was reported as the patient was not pacemaker dependent. Programming changes were made and the patient was sent home. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Resistance testing and x-ray confirmed the lead was fractured 21.1 cm from the terminal pin. It was conculded that the fracture was most likely in the area of the suture sleeve tie down.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this rv lead was explanted. No additional adverse patient effects were reported.